Event description:
Information received indicated the air system function is nor working due to the left hand coiled cable becoming entangled with the left hand head caster. The cable was cut exposing bare wires.

Manufacturer narrative:
The account requested the part number for a new coil cable in order to repair the unit.